Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI. The hcp stated the motor stall occurred on (B)(6) 2010 at 0842 and has not recovered yet. The drug, dosage and concentration were unknown. The patient's status was unavailable at the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).